Event description:
It was reported that the site was experiencing trouble with their (B)(6) handheld, and troubleshooting revealed that the problem was with the serial adapter cable that connects the wand to the hand held. The site stated that holding the adapter cable in a certain position enabled the user to establish communication with patient's devices. The site was sent a new serial adapter cable to replace the broken one. Good faith attempts to obtain additional information from the site regarding the current functionality of the hand held and to obtain the broken cable for analysis have been unsuccessful to date.